Event description:
It was reported that during a vt ischemic procedure the impedance was too high and when the catheter was removed from the patient it was noticed that there was char on the tip of catheter. The char was noticed after a few attempts at ablation with quick impedance rose (the impedance baseline 110 ohm and jumped to 140 ohm). Lesions were not continued at that impedance and no steam pop occurred. The catheter was cleaned off and used to ablate again. The issue was solved without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions, no char was observed. Then per the event, the catheter was tested and it passed electrical, temperature, generator and irrigation tests. During the analysis was noticed that the deflection mechanism was not working properly due to a broken puller wire, however this is not related to the impedance or char conditions. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.